Manufacturer narrative:
Continuation of d10: product ID 3708660, serial#/lot# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type extension product ID 3708660, serial#/lot# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type extension product ID 3708660, serial#/lot# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 11-mar-2018, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 11-mar-2018, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: unknown, ubd: 11-mar-2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the last deep brain stimulation battery replacement procedure, the new battery had to be reprogrammed due to out-of-range impedances observed on contacts 0 and 9. The physician planned to explant and replace the old extensions with new ones to reprogram the device to the original settings and get the patient much better battery longevity. Pocket manipulation was done to understand where the impedance issue was focused, and it was revealed that the impedance on contact 9 fluctuated between being within range and out of range. During the extension's explant process, an extension unraveled when the physician attempted to pull a new extension through with the old extension without using a tunneler. The tunneler was utilized, and two new extensions were successfully implanted. After the new extensions were implanted, impedance checks confirmed that all values were within normal ranges. Additionally, it was noted that there was a third extension that the physician tried to use, which will be sent back to the manufacturer and the other two. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the extension (s/n (B)(6)) found the proximal end of the connector was corroded. Analysis of the extension (s/n (B)(6)) found the conductor was broken less than 5 centimeters from the proximal end. Analysis of the extension (s/n (B)(6)) found the connector on the proximal end pulled out or off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They clarified that the physician tried placing the third extension and upon trying to pull it through without a tunneler, the extension broke. They asked for another one, which they then used a tunneler with.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.